Event description:
The following information was reported: the balloon rupture while prepping the device. Another mynx vascular closure device was used to achieve hemostasis. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx vascular closure device/ procedure due to the device being faulty out of the package. Procedure type: intervention peripheral stick location: medium sheath size: 7f vessel size: 6 mm vessel type: arterial

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1504101) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).